Event description:
The attorney alleged that the customer had been hospitalized several times in 2009, and that this had resulted in the customer suffering a kidney failure and a terminated pregnancy. The attorney stated that the customer's doctor had prescribed the use of an insulin pump with an infusion set. The attorney's alleged cause of the events is the improper amounts of insulin delivered, presumably related to issues with the insulin pump and infusion set. As a result of these alleged issues with the insulin pump and infusion set, the attorney stated that the customer has suffered and will continue to suffer damages. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.